Event description:
Director of pharmacy reported that kcl rider infused very quickly; 40meq programmed to infuse in four hours, infused in only ten minutes. Patient had severe bradycardia and had to be cardioverted. The pharmacist asked for help interpreting the logs. Although requested, no additional patient or event information has been provided.

Manufacturer narrative:
(B)(4). Logs received and log review pending. Customer has requested log review. Logs have been received and the evaluation is pending. A follow up report will be sent once the investigation is complete.